Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage on the twelfth distal strut row which is lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery. A 2.25 x 38mm synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion despite several attempts and when the device was removed from the patient's body, the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery. A 2.25x38mm synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion despite several attempts and when the device was removed from the patient's body, the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported.